Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer's weight was entered incorrectly. Customer consumed glucose tablets to address bg. Customer updated weight to address the event.